Manufacturer narrative:
It was reported that a control syringe component broke. No other information was provided by the reporting facility and the use of the control syringe at the time of the break is unknown. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo of the broken syringe was provided and the break was confirmed through visual inspection of the photo. No physical sample was returned for evaluation. Although a definitive root cause could not be determined, based on the photo provided, the reported problem/issue may have potentially been due to a manufacturing process issue. Due to the reported product problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component broke.